Manufacturer narrative:
The recipient is reportedly doing well. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient is reportedly a non-user of the device and would like to resume device use. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. During surgery, the skin flap was not thinned.